Event description:
As reported, during a procedure the capsure device fasteners came out overlapping each other and the stainless-steel part of the fastener was stretched. It was reported that the loose fastener was removed from patient body. There was no patient injury.

Manufacturer narrative:
As reported, the capsure fasteners came out overlapping each other and stainless-steel part has stretched. The evaluation of the returned sample finds loose/deformed fasteners to have presented in use as there were three loose fasteners received with the device. Based on the return sample condition, no conclusion can be made to what extent the device caused or contributed to the deployment issues reported. No manufacturing anomalies were found. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.